Event description:
At end of surgery, circulator noticed a nearly dime sized red raw are above the midline of the cearean section incision. When surgeon asked what caused the injury he stated" that is was a burn from the malfunctioning bovie." At the start of the procedure the bovie malfuctioned and went into an error mode. Bovie unplugged and restarted and it read error again. When surgeon tried to use it, once again it did the same malfunction. New bovie obtained for surgery and malfunctioning bovie removed from room by biomed. Device tested by biomed, no problems found, all required tests are within normal operating parameters, returned to service.